Manufacturer narrative:
This report is submitted on july 13, 2021.

Event description:
Per the clinic, the patient received 4 steroid injections (date not reported) due to poor magnet retention. The implanted device remains.